Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor exhibited undersensing of small r-waves leading to inappropriate pause episodes. The patient was brought into the clinic and programming changes were performed. While programming changes were being made noise was noted on the marker channel. No further programming changes were performed. Patient was in stable condition.